Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an infection in their abdomen area coincident with automated peritoneal dialysis (apd) therapy. The patient was hospitalized on an unspecified date; however, it was not reported if the hospitalization was for the infection. The cause of the infection and treatment for it were not reported. The patient's peritoneal dialysis catheter was removed, indicating that apd therapy was discontinued. The patient would switch to hemodialysis for the next four months. Patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that peritonitis was excluded and the infection was due to a non-baxter device. However, an unspecified breach in aseptic technique was reported, that could lead to a serious injury requiring medical attention. On an unknown date, the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.